Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the endo cam image would not display after patient had been placed under anesthesia. Endo cam fault happened prior to surgery and could not be resolved. Patient had to be woke up from anesthesia and surgery re-scheduled. There were no reported injuries.

Event description:
It was reported that the endo cam image would not display after patient had been placed under anesthesia. Endo cam fault happened prior to surgery and could not be resolved. Patient had to be woke up from anesthesia and surgery re-scheduled. There were no reported injuries.

Manufacturer narrative:
On (B)(6) 2024, it was reported that part number 0678003000 (pkg, switchpoint infinity 3 lite) was involved in the following event. It was called in stating that they are unable to get a video signal when routing endocam. Procedure was cancelled. Endo cam image would not display after patient had been placed under anesthesia. Endo cam fault happened prior to surgery and could not be resolved. Patient had to be woke up from anesthesia and surgery re-scheduled. On (B)(6) 2024, a stryker field service technician went onsite to investigate the device. It was determined that the tx dvi broadata was faulty and needed to be replaced. The issue was resolved by replacing broaddata extender. The fst disconnected the fibers and dvi cable from the faulty broadata, then reconnected all cables to the new broadata. The resolution was verified by confirming that the endo cam image could be routed and displayed on all monitors without issues. Multiple attempts for further event details and patient status were completed but no response was received. If any further information is received, a supplemental will be filed.